Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and weight within specification. Cloudy gel was observed after the autoclave cycle. Based on the device analysis, the final assessment is no issues found with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side "capsule, baker grade iii."

Event description:
Healthcare professional reported left side "capsule, baker grade iii." The device remains implanted.